Manufacturer narrative:
The electrode information was not provided. The field service engineer (fse) found a misaligned vacuum nozzle and adjusted it. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable sodium (na) results for 2 patient samples on a cobas 8000 ise 1800 module. Sample 1 had an initial result of 120 mmol/l. The repeat result was 136 mmol/l. Sample 2 had an initial result of 122 mmol/l. The repeat result was 141 mmol/l.